Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. This was due to contamination on touch screen caused by fluid ingress which altered the characteristics of the touch screen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not work. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen did not respond when pressed. No additional information was provided.